Manufacturer narrative:
H10: through follow-up communication it was clarified in detail that the unit did not read bubbles and no error message was displayed. In addition, no sensor cushions were found to be deflated. Complaints database analysis revealed that no similar event on this device occurred since unit installation in 2006. Most likely the reported issue can be traced back to a defective sensor, the electronics of which were no longer functional.

Event description:
See initial report.

Event description:
Livanova deutschland has received a report that, during a preventive maintenance, the bubble detector was not working. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the bubble sensor. The incident occurred in united states. The issue was identified during a standard preventive maintenance done by livanova. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: through follow up communication with the field service technician, livanova deutschland learned that model and serial number of the involved bubble sensor detector are the following respectively: (B)(6). These data have been added to section d of this report. Also manufacturing date (section h4) has been updated accordingly. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.